Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and high pacing impedance measurement greater than 2000 ohms due to leab body damage. Subsequently, the lead was explanted through laser lead extraction and was treated with antibiotics. No additional adverse patient effects were reported.